Event description:
According to the available information when the foley catheter was inserted through the cervix, 45mls of water was put into the balloon then it burst.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9374252 with the same defect. On 04th april , we received documentary investigation from our subcontractor: the probably root cause of this issue was a problem with balloon¿s raw material. Checking the quality databases revealed one non-conformity possibly in relation to the described defect and a corrective and preventive action: nc (B)(4): "pb balloons (bulles + agglutinés)" opened in (B)(6) 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information when the foley catheter was inserted through the cervix, 45mls of water was put into the balloon then it burst.